Manufacturer narrative:
Investigation summary: as per manufacturing, DHR of lot 8123357 was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 10pcs retention samples and no needle clog found. Clog test was conducted on 32pcs representative samples and no needle clog found. Base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that twenty bd ultra-fine¿ pen needles were clogged, and insulin would not come out. Customer¿s verbatim: ¿ after pen needle was attached to insulin pen, no insulin would come out as if blocked. His happened over the months of december and january and over 2 boxes with the same lot number. Approx a "handful" from each box. The end user would then replace with another pen needle and it would work. ¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twenty bd ultra-fine¿ pen needles were clogged, and insulin would not come out. Customer¿s verbatim: ¿ after pen needle was attached to insulin pen, no insulin would come out as if blocked. His happened over the months of december and january and over 2 boxes with the same lot number. Approx a "handful" from each box. The end user would then replace with another pen needle and it would work. ¿